Manufacturer narrative:
Only the replaced component was returned to the manufacturer for investigation.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device an issue related to the device's power board was observed. The device's power board was replaced to address the issue. The power board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power board failure was due to intermittent voltage failures on the oscillator circuit.